Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure could not be confirmed. Based on the results of the investigation, since the subject device was not evaluated, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device presented an intermittent image. The issue was found during a diagnostic bronchoscopy, which was completed with the same device. There were no reports of patient harm.